Event description:
Event description boston scientific received information that during a follow-up visit, this pacemaker had no pacing ouput, could not be interrogated, and did not respond to magnet application despite the use of two different programmers and magnets. The intrinsic rhythm was revealed with no pacing. The device was included in the insignia microcrystal failure mode 2 field advisory. A replacement procedure was performed, the device was removed and replaced. No adverse patient effects were noted.